Event description:
It was reported to medtronic neurosurgery that a pt implanted with a valve in (B)(6) 2011 was admitted to the clinic with symptoms of overdrainage, severe hemorrhaging, and collapsed ventricles. The doctor believed that the valve's anti-believed device was not functioning, so he placed a delta chamber in the shunt below the valve. It has been reported that the pt is now stable.

Manufacturer narrative:
The device was not returned to the MFR as it remains implanted. Therefore, an eval of the device the was not possible. A review of the mfg records showed no anomalies. The instructions for use that accompany the device caution that "csf overdrainage may result in excessive reduction of csf pressure and predispose the development of a subdural hematoma or hygroma, and excessive reduction of ventricular size." All of our valves are 100% tested at the time of manufacture.